Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the umbilical cable was faulty however no confirmation of resolution yet.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that there was intermittent connection between the mobile view station (mvs) and image acquisition system (ias) after the umbilical cable was run over by other operating room (or) equipment. There was no patient impact reported and no delay to surgery.